Event description:
The customer reported that the system displayed a kv on an error message, which caused the system to shut down without command.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable connectors were regreased, the collimator alignment was adjusted and a filament calibration was performed. The system was tested and found to be working as intended and put back into service.